Event description:
Laparoscopic cholecystectomy - "received call that universal clip applier had come apart inside pt. Picture was provided, but surgeon and scrub were not available for add'l clarification." Pt status: "product component removed and surgery continued successfully."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation.